Event description:
It was reported that the patient was experiencing symptoms of nausea and vomiting post implant. The morning after implant, an interrogation revealed a change in right ventricular (rv) lead pacing and sensing parameters and x-rays indicated that the lead was no longer in the rv apex. Upon revision, the physician noted that lead was passing easily through the suture sleeve despite being tightly bound with silk suture. The lead was repositioned and remains in use. It was noted that the patient is taking part in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.